Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the ¿broken¿ protection cap on the dialysate port of a theranova 400. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed the device connected during priming. A fluid leak was observed coming from the hansen connector protection cap. It is not evident in the photo whether the protection cap is damaged or if the cap is not properly screwed on to the connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.